Event description:
Account reports one incident in which a pt's wife noted a small bug in the reported set, between the drip chamber and the check valve. No pt compromise, though physician ordered 1 gram of ancef as a prophylactic measure. Set change conducted.